Manufacturer narrative:
No report of procedure delay or cancellation. A review of the cycle's printout confirmed the unit was operating properly during the time of the event and the cycle completed successfully. During the time of the reported event, the employee unwrapped an instrument tray that had been processed in the v-pro max sterilizer. The employee was not wearing proper ppe, specifically gloves, as stated in the operator manual when they obtained the burn on their hand. The steris v-pro max sterilizer operator manual states on page 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment spill containment and cleanup. When handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." A steris service technician arrived onsite to inspect the v-pro max sterilizer and confirmed the unit to be operating according to specifications; no repairs were required. On 8/24/2017, a steris account manager offered in-service training to the user facility and they declined this offer. The user facility will provide in-house training. The unit was manufactured in july of 2014 and is not under steris service agreement. No additional issues have been noted.

Event description:
The user facility reported that an employee obtained a burn on their hand while handling an instrument that have been processed in a v-pro max sterilizer. Medical treatment was sought.